Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient came in with a distal femur fracture on the same side below the proximal femoral nailing system (tfna). The helical blade was removed because it was in the way of the plate. There was no problem with the implant and no implant failure. There was prominence from the normal collapse that happened to be in the way. An interlocking screw was removed as well. The original date of the implant was on (B)(6) 2016. There was no surgical delay. The procedure outcome was successful. Patient status was normal. This report is for one (1) tfna helical blade 100mm. This is report 1 of 3 for (B)(4).